Event description:
A report of serous vesicle was received for the patient which was noted to be possibly related to the implant. Further details of the report was received noting that the patient experienced mild pain and there was a blister at the latericervial scar. The patient went to the hospital where an incision of the blister was made and a swab was collected. The blister was filled with clear liquid. The patient was given medication and the reported event has since resolved. No other relevant information has been received to date.